Manufacturer narrative:
C1: manufacturer/compounder: baxter healthcare - hayward 2024 w winton ave, hayward ca, 94545 ,united states. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient had an implant placed in the spine during a spinal surgery in which floseal was used. Five days post-operative, the patient was discharged. On an unknown date, the patient experienced trouble breathing, chest pain, groin pain, pain in leg and calf, numbness, partial paralysis in patient left hand and a deteriorating spine. The patient reported the symptoms had been ¿off and on¿ since the year of the surgery; however, it took ¿3 to 5 years to notice¿ the adverse events, which intensified this year. It was reported the patient was not hospitalized for the events. The patient was treated with dibucaine for the events. According to the patient they sought medical help after the surgeries; however, the patient did not want to provide any information unless a fee was paid. No additional information is available.